Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent a revision of the right knee on (B)(6) 2015 that failed and required a two stage revision on (B)(6) 2015 where the knee hardware was removed and placement of a non articulating antibiotic spacer. It is further alleged that during removal of the tibial insert, the patients' tibia suffered an uncontained area of bone loss.